Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported monitor stopped powering on and smoke came out from the back of the monitor during inspection for use involving an olympus monitor. There was no patient injury reported.